Event description:
The oracle slap hammer has broken thread. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Visual inspection revealed the thread shaft was broken. It is possible that mechanical overload caused this breakage, fracture surface is homogenous. No product defects were determined. This complaint was determined to be invalid.